Event description:
According to the reporter, during a laparoscopic gastroplasty surgery, the surgeon was able to pressed the green button and squeezed the handle but the device did not fire. A new handle and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.